Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow particles, an extended opening on the radius. And weight to the spec. A visual analysis was performed which identified a striated opening of the radius. Based on the device analysis the final assessment is a striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain.

Event description:
Healthcare professional reported right side pain. The device has been explanted.